Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed. Identification of issue has been done by analyzing problem description, service report and device's logs. During preventive maintenance the o2 gas module was detected as faulty and it needed to be replaced. The faulty gas module may lead to stop of ventilation, low o2 or high pressure, defective parts have not been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018. Corrected manufacture date: 03/05/2009.

Event description:
Manufacturer's ref.#: (B)(4).